Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and prime test. The device was received stuck in motor the error alarm loop during bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The excessive no delivery and occlusion tests weren't performed due to motor error alarms. The device had cracked case at the display window corner, cracked reservoir tube lip, and minor scratched lcd window.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error twice on the last two weeks. One alarmed occurred on (B)(6) and the other on (B)(6) both during bolus. Customer's blood glucose was around 100 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer does use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.